Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. Customer's blood glucose level was 133 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.